Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device was visually inspected with no issues found. A guidewire was successfully loaded through the tip and exited the rx joint without any difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent was kinked on the catheter delivery system. After opening there was a certain laxity noted on the distal part of the device about 20 cm before the stent. At first glance, a lighter color of the delivery system was evident, along with an imperceptible protrusion. There was an attempt to advance in the guide catheter however the delivery system bent. The stent advanced beyond the valve inside the guide catheter but at the point of laxity, the device bent without applying any pressure. It was decided to not continue to advance. Everything was removed. There was no damage noted to the stent. The damage was only noted to the catheter delivery system. The procedure was completed using one 3.0x30mm onyx frontier stent for posterior plaque rupture treatment with no issues noted. It was not believed that the complaint device had caused or contribute to the posterior plaque rupture. The device was inspected prior to use with issues noted. The lesion was pre-dilated. Excessive force was not used during delivery. The procedure was completed. There was no injury to the patient as a result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.